Event description:
The customer reported via phone that she was dissatisfied but declined to speak with helpline for assistance. Customer's blood glucose was unknown mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.